Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there were no notable circumstances or activities that lead to the sudden jolting and change in stimulation. The patient stated that this happened in various locations, mostly walking but sitting on two occasions and once while driving. The patient mentioned that their programmer was lost, so they had to wait until the sudden jolting and extra charge in stimulation stopped. It was noted that the longest episode was two minutes and they could not walk. The patient stated that the issue had not been resolved yet. The patient had a programmer now and stated that they would try to turn it off the next time that it happened. The patient mentioned again that some of the episodes were very uncomfortable and left them unable to walk. Some of the locations included a hospital lobby, grocery store parking lot, inside market, outside their house driving their car, and in church fellowship halls. It was noted that the issue started (B)(6) 2018, varying from once to three times a week. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) ¿cut on¿ suddenly. The patient programmer was lost, and even though the ins was on a low setting, they could not change settings without a programmer. The patient stated that they couldn¿t believe it was happening when the ins suddenly came on. No further complications were reported or anticipated. Indication for use is non-malignant pain.